Event description:
The user facility reported that blood was observed leaking from the tubing connection between the heat exchanger and the oxygenator. The leakage reportedly occurred near the end of the procedure and was controlled. The unit was not changed out. Although the user facility reported that there were no pt complications, the blood loss volume was estimated to be 600-700cc.